Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed dashes (---) for the base rate, sensor and refractories. The base rate was reprogrammable, but the dashes remained for the other parameters. Measured battery data was 2.14v, 51ua and 14 kohms.